Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the left ventricular (lv) lead the impedances were greater than 2500 ohms. At this time, the products remain in service and no reprogramming has been performed. The lv lead is a competitor's product. No adverse patient effects were reported.